Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: contamination was observed under all of the button contacts. This report is being made based on the evaluation results.

Manufacturer narrative:
(B)(4): contamination was observed under all of the button contacts. The keypad was found to be intact. The contrast button was found to be unresponsive. All other keypad buttons were found to be responding properly.